Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pump alarmed "remove from patient. Internal error. Return for service." Pump underinfused while patient was having an infusion. No further information is available at this time.